Event description:
Customer alleged release at back of chair doesn't lock down. No injury alleged.

Manufacturer narrative:
The consumer is a (B)(6) female, (B)(6). The consumers preexisting medical condition states she has an artificial knee. The consumers stability and medication regimen are unknown. The consumer was in a skilled nursing facility due to her artificial knee having to be removed due to infection. When she went home from the facility a (B)(4) manual wheelchair was delivered. When her husband grabs the arm rest it allegedly comes out. The dealer is to be contacted to see if the wheelchair can be switched out. No RMA has been issued for this issue. No injury or medical intervention alleged.